Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported a cerebrospinal fluid leakage (csf) occurred during the patient¿s trial procedure on (B)(6) 2019. As a result, the procedure was abandoned. The patient is on steroids and is getting better.